Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Event description:
It was reported that both leads had dislodged. The patient had twiddler's syndrome. The leads and device were replaced.